Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) resulting in a hospitalization; cause of dka was not provided. A blood glucose level was not provided. The customer declined follow-up from tandem technical support regarding the issue; therefore, no additional information was obtained.